Event description:
Pt experienced posterior pharyngeal and esophageal injury with slow bleeding after undergoing a transesophageal echo procedure during interventional cath repair of mitral valve. Tear repaired via a second endoscopic procedure. Inspection of the transesophageal probe revealed a chip with a sharp edge in one of the plastic connecting rings.